Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device torque unit was coming apart from housing labelling and failed the torque test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterilization, it was observed that the gasket was coming out of the torque limiting attachment device. During service and repair, it was observed that the torque unit came apart from the housing on the device; and that the device failed the torque test. It was not reported if there were any delays to the planned surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.